Event description:
Per china aer database: it was reported that during patient use the unit alarmed to indicate low o2 concentration and "could not meet the intraoperative oxygen supply". There is no report of patient injury. The anesthesia unit was replaced.

Manufacturer narrative:
Attempts to obtain additional information or provide service to the customer were not successful. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).